Manufacturer narrative:
Additional information b5, h3, h4, h6 and h10. B5: the issue occurred after ¿being placed in the patient¿. The device contained an unspecified cytotoxic solution. H4: device manufactured on march 9, 2022 - march 10, 2022. H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed to the video, using the naked eye, which revealed a leak from the multirate control module. The exact location of the leak in the module was not clearly shown in the video. The reported condition was verified. By the nature of the sample, no additional tests were able to be performed. The cause of the condition could not be determined, however, the probable cause may be related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor was leaking in the regulator. The issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.